Event description:
It was reported to boston scientific corporation that a wallflex rx biliary fully covered stent was implanted during a biliary stent placement procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment of a stricture within the common bile duct. Reportedly, the patient had previously underwent radiotherapy and chemotherapy, but there was no effect; therefore, stent placement was performed as the final judgment. The exact timeframe between the chemotherapy and radiation in relation to the stent placement is unknown. On (B)(6) 2013 the patient experienced melena. An esophagogastroduodenoscopy procedure was attempted but could not be completed because the stricture was too tight to allow passage of the endoscope. That night the patient experienced pain. In the physician's assessment, the melena and pain were the onset of cholangitis. The next day, (B)(6) 2013, a computed tomography scan was performed, and it was noted that the wallflex biliary stent had migrated from the common bile duct to the ileocecum. On (B)(6) 2013, it was discovered that the wallflex biliary had stent migrated further into the sigmoid colon. The patient's condition was reported to be 'not good' and antibiotics were administered to treat the cholangitis; therefore, the physician is taking a 'wait-and-see' approach. The stent remains implanted, and the physician has no plans at this time to remove the stent. In the physician's assessment, the cholangitis and pain was probably caused by the stent migration but it was unable to conclude. In the physician's assessment, it was unknown whether the melena was caused by the wallflex biliary stent or not, as the location of the bleed could not be pin-pointed due to the inability to pass the endoscope.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.